Event description:
The user facility reported that the physician could not pull back on the angio-seal device to tamp it and they stated it was stuck in the patient. The physician did not hear the angio-seal click into the sheath. The physician was instructed to cut the suture between the sheath cap and sheath and manually tamp the collagen. They did that and stated hemostasis was achieved and the patient did not have any harm. The patient was in stable condition. The estimated blood loss was less than 250cc. The procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on 09 feb 2022: the procedure being performed for the patient, prior to use of the closure device was a lower leg extremity intervention. A 6fr procedural sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and were in the fully rear-locked position. The hemostasis sheath and carrier tube was found to have been cut near the base of the hub. No other damage to the device was identified. The locator was also returned and was found to have been curved. No damage to the component was identified. As the device was reported to have been 'stuck' during deployment, the carrier tube hub was subsequently opened to examine the spool of suture. The suture was found to have been covered in blood and was found to have been undeployed. Functional testing was performed by attempting to deploy the suture. The component was able to be deployed and no issue was identified with the component. The complaint was able to be confirmed. The exact root cause was unable to be determined. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.